Event description:
It was reported that after an angiogram of the superficial femoral artery, arteriotomy closure of the common femoral artery was attempted using a perclose proglide device. Reportedly, during deployment, an unspecified device failure occurred. The device was removed and manual arterial compression was applied to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation. All related device components were not returned with the device, therefore, the scope of the investigation was very limited and the reported unspecified device failure could not be confirmed. Based on visual inspection and functional testing of the returned device components, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot indicated did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.